Manufacturer narrative:
As per EU gdpr (general data protection regulation), only the patient's weight, gender, and age can be reported in any regulatory report. Thus, the patient's initials and date of birth will not be reported. Other: ansm adverse incident report reference no (B)(4); submitted to ansm (agence nationale de securite du medicament et des produits de sante) by a healthcare professional. (B)(4). The complainant indicated that the device is implanted and is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system device was implanted into the patient during a procedure performed on (B)(6) 2017. According to the complainant, since the mesh implant, the patient has been suffering severe pelvic pain, nerve damage (sciatic nerve, adductor nerve, and ischium), chronic acute symphysis, no libido and significant decrease in life. As of january 22, 2021, there were no changes seen in the patient's condition after multiple consults.